Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was discovered with a 5 ml bd luer-lok¿ syringe sterile, single use. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the 3 syringes were dirty.

Event description:
It was reported that foreign matter was discovered with a 5 ml bd luer-lok¿ syringe sterile, single use. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: the 3 syringes were dirty.

Manufacturer narrative:
H.6. Investigation summary: five photos and three 5ml syringes in opened blister packs from batch 9098518 (p/n 309646) were received and evaluated. It was observed two syringes had black foreign matter outside the grad lines and one syringe had smeared print at the 1ml grad line. The foreign matter appeared to be ink with one syringe having the dots at the 5ml line and one syringe having dots above the 5ml marking and on the flange. The two syringes with ink dots each had at least one dot larger than level 4 in size and were rejectable per product specification. The syringe with smeared print was acceptable per product specification. Potential root cause for the smeared print and foreign matter defects are associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9098518 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.